Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su contained foreign matter. Verbatim: it was reported that the presence of small fragments in the syringe barrel. Sample available for collection (18 units). Additional information received on 30-apr-2026 can you confirm how many units of the product had the problem/defect? Information from the investigation form when was the problem/defect identified: before, during or after use? Before and during use was there any damage to patient's health? If yes, explain in detail. No was the incident notified to anvisa? If yes, what was the notification number? Yes - (B)(4). Can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? Information from the investigation form